Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump motor was stuck. Customer reported that they were unable to complete the insulin pump rewind, insulin pump was not administering insulin. Customer declined to troubleshoot to resolve the issue. No harm requiring medical intervention was reported. Insulin pump was not returned for analysis.